Event description:
A malfunction alarm was reported, and there was no adverse impact to the customer¿s blood glucose level. The malfunction code, identified as malf 0, was resettable, but the customer was unable to reset the pump at the time of the call. Technical support provided pump reset information, and the customer was expected to follow up.